Manufacturer narrative:
The check of the DHR of the lot involved (14aa539) didn't show any pre-existing anomaly on the 59 smr reverse prosthesis introducer manufactured with this lot #. No other complaint received on this lot #. We will receive the smr reverse prosthesis introducer and submit a final report after analyzing it.

Event description:
During a revision surgery, the thread of the reverse humeral body introducer got damaged when impacting the reverse humeral body. The surgeon was able to get the instrument out of the reverse humeral body. Humeral body properly engaged. No adverse effect on patient. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot involved (14aa539) didn't show any pre-existing anomaly on the 59 smr reverse prosthesis introducers manufactured with this lot #. No other complaint received on this lot #. We received the smr reverse prosthesis introducer. By a visual analysis, the threaded part of the introducer used during surgery is visibly damaged. In detail, the first threads starting from the tip suffered a damage, occurred during the impaction of the reverse humeral body. This caused some difficulty in removing the introduced from the reverse body after impaction. In order to verify if the instrument was or not fully functional, a functional test with an available reverse humeral body available in limacorporate was performed: although some threads of the instrument are damaged as reported above, the introducer can be tightened on the reverse humeral body, confirming that functionality of the introducer was not compromised due to this thread damage. A possible cause for the thread damaging is an improper use of the instrument during the impaction of the reverse humeral body. As the instrument involved was manufactured in 2014, it is also possible that the instrument thread was slightly (not visibly) damaged before this specific surgery. This is the only similar complaint reported on a reverse humeral body introducer (model # 9013.52.142) on a total of 454 smr reverse prosthesis introducers manufactured. No corrective action has been planned for this specific event. Limacorporate will keep monitoring the market on the reoccurrence of this event.

Event description:
During a surgery, the thread of the reverse humeral body introducer got damaged when impacting the reverse humeral body. The surgeon was able to get the instrument out of the reverse humeral body. Reverse humeral body properly engaged. No adverse effect on patient. Event occurred in (B)(6).